Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the section button of two (2) werewolf wands was blocked and was impossible to stop it, an error message appeared on the console when the wand was unplugged. The procedure was completed with a smith and nephew back up device. There was a delay of 10 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: one of the reported devices was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The tip is worn from use. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found that plugging in the unit to a controller causes a wand end of life error. Using bypass software the wand had no issues activating or producing plasma. The button covers were removed and found saline ingress on the button boards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.